Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead during a routine generator change out. Lead was capped and replaced on (B)(6) 2016. Procedure was successful and did not have any adverse consequence for the patient.